Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during initial drain. One companion samples was received with no tubing attached; set was placed on machine for priming and run with no alarms noted. No abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The root cause is undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was patient involvement, but no patient injury or medical intervention reported. A follow up was made via phone call with the hp regarding the alarm. The patient stated the following: nothing was noticed with the supplies and using new supplies cleared the alarm. The sample was discarded but a companion sample was available and requested. The nurse had not been contacted so baxter advised the patient to contact the nurse and there was no patient injury or medical intervention reported as a result of this incident.